Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 448 mg/dl. The customer stated that they had felt sick. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that their insulin pump failed to delivery insulin and the device did not alarm for the delivery failure. The customer did not troubleshoot the issue. The customer returned the product for analysis.